Event description:
It was reported that the catheter was removed after the cuff "presented extrusion."

Manufacturer narrative:
No device sample was returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy. We are unable to determine the cause of the event.